Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 405 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Customer states that during the night the device suspended and she did not get any insulin and woke up with a high blood glucose of 405. Customer treated high blood glucose level with a manual injection. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was assisted with troubleshooting for threshold suspend. Customer also reports that she had a low blood glucose level of 31 mg/dl. She left work with a blood glucose level of 98 mg/dl and then it declined to 31 mg/dl when she arrived home. Customer treated low blood glucose level with juice. Customer declined to troubleshoot insulin pump for blood glucose levels. The customer will return sensor for analysis.